Event description:
It was reported that when the device was used during a gall bladder procedure, malformed staples were observed. The operation was finished with sutures. There was no pt consequence.